Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), which is included in the shortened replacement window advisory device population, declared elective replacement indicator (eri) after approximately 44 months of implant. A healthcare professional questioned whether the device may be exhibiting premature battery depletion. No adverse patient effects have been reported in this event.

Manufacturer narrative:
Additional information was received indicating this device was explanted and replaced. No adverse patient effects were reported. This device has not been returned for analysis. Should additional information become available this report will be updated.

Manufacturer narrative:
The device was returned for analysis. Upon receipt at our post market quality assurance laboratory, initial analysis found the device had a shorter then expected elective replacement indicator (eri) to end of life (eol) window. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Manufacturer narrative:
The boston scientific technical services department requested that the device be returned for analysis once it is explanted. No additional information is available at this time. This event will be updated if any additional information is received.